Manufacturer narrative:
(B)(4). Follow up. It was reported leakage occurred at the infusion connector. As a physical sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photograph was received for evaluation by our quality team. The photograph shows an empty syringe with the plunger rod-rubber stopper all the way down. The photograph does not show the bottom part of the syringe barrel where the luer lok is located. Without a physical sample analysis, a probable root cause could not be determined.

Event description:
On (B)(6) 2025 outer packaging intact, but leakage occurred at the infusion connector during use. Replaced the product and continued use.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.